Event description:
There was an allegation of questionable ise indirect na and ci for gen.2 results for 1 patient sample on a cobas c 501 module. The initial sodium result was 115 mmol/l and the repeated result was 137 mmol/l. The initial chloride result was 121.5 mmol/l and the repeated result was 97.4 mmol/l. The samples were repeated on a different c501 module. The repeated results were considered correct. The results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service representative replaced the electrodes, cleaned the housing, conditioned electrodes, and performed checks. He performed calibration and qc without errors. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.